Event description:
It was reported that the ventilator failed o2 cell/sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site and confirmed the issue. During troubleshooting, it was identified that both gas modules were the cause of the pre-use check failure and were therefore replaced. After the replacement of both gas modules, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. A faulty gas module may lead to stop of ventilation, low o2, or high pressure. Device log analysis could not be performed as the logs for the affected device were not provided, hence the reported issue could not be confirmed beforehand. Both replaced gas modules were returned for further investigation. A visual inspection of the gas modules revealed no abnormalities. The gas modules were then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed successfully for 24 hours without generating any alarms or errors. After ventilation, several pre-use checks were performed, and all of them passed. The conclusion is that the device failed to meet its specifications during the reported event. However, the reported failure could not be reproduced at the manufacturer site, therefore a definite cause cannot be established at this moment.

Event description:
Manufacturer's ref: (B)(4).